Manufacturer narrative:
Device evaluation: visual analysis of the returned device fold creases, a void >1mm on the non-textured area, wear abrasion, and one linear opening. A microscopic analysis and leak test were performed which identified one smooth crease opening. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one smooth crease opening on the radius side assessed as a fold flaw opening.

Event description:
Healthcare professional additionally reported "any creases." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.